Event description:
The svc report shows that there was no audio alarm. The cse verified that the audio alarm works intermittently. The cse inspected the device and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.